Event description:
Consumer complaint of low blood results. Caller normally is around 120-200mg/dl after eating. Last 5 results in memory were 91mg/dl, 70mg/dl, 94mg/dl, 111mg/dl, 106mg/dl. Based on parkes error grid analysis, the bias between the lower result given (70) and the highest normal result (120) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/29/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Caller normally is around 120-200mg/dl after eating. Last 5 results in memory were 91mg/dl, 70mg/dl, 94mg/dl, 111mg/dl, 106mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (70) and the highest normal result (120) is located in zone b/c. No adverse event reported.